Manufacturer narrative:
(B)(4). Estimated age, reported to be (B)(6). (B)(4) - incorrect anatomy: per the instructions for use- do not use the perclose proglide smc system is the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture may result in a retroperitoneal hematoma. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a there was a problem with device insertion during attempted suture placement in the mildly tortuous left common femoral artery using the preclose technique using a proglide device with a 7f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Reportedly, as the device was being inserted it buckled and would not advance. A stiffer guide wire was used and the device still would not advance into the artery. A cut down was performed and the physician stated that the tissue tract was deep and the arteriotomy was a high stick. The device had caught on the inguinal ligament. The physician stated that the failure to advance the device into the arteriotomy was due to the patient anatomy and not due to a device problem. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was a forty minute delay in the procedure. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.